Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: due to poor water-tightness of cable unit, error code e228 was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device does not work properly. The image was dark and fuzzy. The issue occurred, during preparation for use. The unspecified procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device does not work properly. The image was dark and fuzzy. The issue occurred during preparation for use. The unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.